Event description:
It was reported that during an endometriosis with tlh procedure the unit was used in the case for around 4 hrs. After some time generator showed " clean blade", "remove device from patient"& "reconnecting" screen and asked to reactivate. When tried to activate again, it showed errors of "tighten assembly", and finally "replace instrument" along with "restart generator" once, after which the probe didn't work in the case and new probe was opened to complete the case. The device was removed, cleaned and tested again after tissue removal, still the error was there. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4 batch #: v95a9h. Additional information was obtained: as per the information collected from the surgeon & staff, the probe was opened for the case of severe endometriosis, it was a long surgery and there were multiple activations due to adhesions and adherent internal structures. With respect to the complexity of the procedure there was multiple instrument exchange that happened for using harmonic and enseal due to which the probe was activated multiple times during the surgery along with multiple supporting instruments which might be a possible cause of scratched blade. The device was sent with the tip intact, it might have broken off during transit of the damaged device. As the error came in between the procedure and the probe was dissembled and assembled for activation which was not successful. Hence the probe error was reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test handpiece and tested on a gen11.  No "reactivate" alert screen was displayed during the test. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿.   The device was disassembled to inspect the internal components and no anomalies were noted.   Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. The device was sent with the tip intact, it might have broken off during transit of the damaged device. As the error came in between the procedure and the probe was dissembled and assembled for activation which was not successful. Hence the probe error was reported. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch v95a9h, and no non-conformances were identified.